Manufacturer narrative:
The customer complaint that the set broke at the drip chamber was confirmed per a picture received from the customer. The picture shows the vinyl tubing being completely separated from the drip chamber. The root cause was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the secondary tubing separated below the drip chamber while in use on a patient. There was no report of patient harm.